Event description:
The customer reported that while they were performing a patient procedure prior to starting the surview, the operator attempted to move the CT table up utilizing the multifunctional footswitch and the CT table continued to move up (vertically) once the footswitch was released. The operator stepped on the footswitch again, the CT table movement was halted, and the emergency stop (e-stop) opened. A philips field service engineer (fse) confirmed that image acquisition was not started, no rescan was required, and there was no harm to a patient, operator, or bystander. The operator was able to remove the patient from the CT table in a controled manner.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).